Manufacturer narrative:
Investigation conclusion the customer reported air entered into the tubing. The report refers to product code 763656, joey 1000ml pump set, with lot number unk. A device history record review was unable to be performed as the lot number was not reported. Failure mode trending was review and no related adverse trends were identified. The reported product was returned for evaluation. Visual inspection and functional testing performed determined the product met specification; therefore, the reported product failure was not confirmed. Additional action will not be taken at this time. This complaint will be used for monitoring and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: air entered into the tubing.